Event description:
The advocate stated a control test was run on the contour next usb meter and was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The control solution is expected to be returned for evaluation. New meter, control and strips were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.